Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had air bubbles in their tubing. The patient's blood glucose at the time of incident is unknown. Proper air bubble prevention was discussed such as keeping insulin in room temperature and never rewinding the insulin pump with a reservoir in place. No products were returned or replaced.